Event description:
It was reported that the procedure was to treat an anterior descending artery. During advancement of the 2.25x18mm xience xpedition stent delivery system the shaft became fractured. Another stent was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break was confirmed as a material separation. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) fractured (broke) during use. Analysis of the returned device confirmed the reported break as a material separation at the hypotube. The fracture faces at the separation were jagged and oval, additionally there were two kinks noted on the support skive. This type of damage is consistent with manipulation of the device against resistance. It is likely that handling of the sds, during the procedure, contributed to the noted kinks and subsequent material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.